Manufacturer narrative:
A ge service representative performed an on site investigation. The connections and printer circuit boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system's vertical lift was inoperable. No report of pt or staff injury.